Manufacturer narrative:
Failure analysis noted that the pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm and excessive no delivery tests. There was no excessive no delivery alarm noted. However, the pump was received with a loud motor noise during rewind due to a faulty motor. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, scratched keypad overlay and scratched case. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 184 mg/dl at the time of incident. The customer was on manual injections because of the no delivery alarms. The customer was unable to troubleshoot. The customer called the following day and reported the same issues with the no delivery alarms. The customer treated the 282 mg/dl blood glucose with shots. The customer stated that they can hear a high pitched noise when the pump rewinds. The customer was advised that the pump would be replaced. The pump was returned for analysis.